Event description:
Inappropriate therapy with noise on the egm was reported. Lead status information was not provided but has been requested. Additional information was subsequently received reporting that the lead was capped and replaced after 79 months of implant, due to inappropriate shocks caused by noise. X-ray image, visual check of lead at time of replacement, and a connection check, found no anomalies. No patient complications were reported as a result of this event.

Event description:
Inappropriate therapy with noise on the egm was reported. Lead status information was not provided but has been requested. No patient complications were reported as a result of this event.